Manufacturer narrative:
Device received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir does not lock in place and the battery on the pump does not last long and the screen freezes. Customer also reported that the battery on the does not last long. No harm requiring medical intervention was reported. The device will be returned for analysis.